Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the angulation in the up direction was below standard. It was also observed that the play of the control knob movement was loose in all directions. It was observed that the plastic distal end cover was chipped. Lastly, it was also observed that the glue on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaints: (B)(4) cf-hq190l, evis exera iii colonovideoscope, serial (B)(6). (B)(6) gif-hq190, evis exera iii gastrointestinal videoscope, serial (B)(6). (B)(4) pcf-h190l, evis exera iii colonovideoscope, serial (B)(6). (B)(4) cf-hq190l, evis exera iii colonovideoscope, serial (B)(6).

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had blue and white residue that returns despite cleaning the scope with alcohol or after being reprocessed. The reported issue was uncovered during preparation of use for an unknown procedure. The customer also indicated that the evotech reprocessing machine was serviced and inspected, along with the supplies used. No findings were reported from this inspection. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blue and white residue on scope could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material. An on-site reprocessing training was conducted by an olympus endoscopy support specialist (ess), and no deviation from IFU was confirmed in the user's reprocessing procedure. The issue did not reoccur after inspection of the (evotech) aer. Olympus will continue to monitor field performance for this device. Related complaints: (B)(6) cf-hq190l, evis exera iii colonovideoscope, serial (B)(6). (B)(6) gif-hq190, evis exera iii gastrointestinal videoscope, serial (B)(6). (B)(6) pcf-h190l, evis exera iii colonovideoscope, serial (B)(6). (B)(6) cf-hq190l, evis exera iii colonovideoscope, serial (B)(6).